Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Though the medical team believes this event to be related to the device review of the available information does not indicate any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, the most likely root cause of the stroke is the patient's complex medical history and other comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was emergently admitted to the hospital after the wife noticed him to be excessively drowsy. Initial neurological assessment results revealed excessive drowsiness and visual deficits; while CT head scan results showed small thalamic infarcts. An intravenous heparin infusion was initiated and the international normalized ratio (inr) goal was increased to 2.5-3. The patient also received consults from neurology, ophthalmology and outpatient occupational therapy. The patient was discharged with some neurological deficit on (B)(6) 2015. He has a follow- up clinic visit scheduled for next week.